Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump had a cracked case at the display window corner, broken battery tube threads, a reservoir tube lip completely broken off, a minor scratched and cracked display window, and a cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned.